Event description:
It was reported that the user experienced hyperglycemia with both the ilet display and a confirmatory fingerstick reading indicating ¿high,¿ with no alerts or alarms suggesting insulin dosing had stopped and a supply change was advised. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting with a requested supply change to assess for infusion or set issues. Investigation of this case revealed that the cause remained unclear, as no device alarms were present and the supply change had not yet been completed to evaluate for delivery or site abnormalities. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.